Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 432 mg/dl at the time of admission. The customer reported they were vomiting prior to being hospitalized. It was also found the customer had keytones. The cause of the customer's blood glucose was from diabetic ketoacidosis. Troubleshooting did not find any issues with the insulin pump. Customer reported observing a bent cannula on their previous infusion sets. Customer also reported the infusion set would not penetrate into their body. The customer's current blood glucose was 295 mg/dl. The insulin pump will not be returned for analysis.